Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was unable to be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter clinical educator (ce) left a voice message for corporate product surveillance (cps) to relay report received from a dialysis unit healthcare professional on an unknown date for one (1) unspecified transfer set that "came disconnected" on an unknown date. No further information is available at this time.